Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump continues to revert to the "disconnect" prompt. Customer states that she will state she is and when she presses act it will ask again if she is disconnected. Customer's blood glucose was 70 mg/dl, treated with food. Customer's blood glucose was dropping to the point that her vision was affected customer stated she wanted to troubleshoot and she was call back to t/s. Customer was connected during prime. Customer is not returning the device for further analysis.